Event description:
During unpacking of the device, the label on the chipboard on the outer package indicated that the stent was a size 3.0 x 33 mm; however, the label on the pouch on the inner package indicated that the stent was a size 3.5 x 13mm.